Manufacturer narrative:
After battery installation, the unit displayed a critical pump error (open book image) on the lcd screen due to signs of previous moisture presence and corrosion on pcba1 especially around the battery connectors. Unable to perform the displacement test due to the critical pump error. Unit received with a crack on the battery tube which starts at the corner of the belt clip rails. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per (B)(4). (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the battery compartment was cracked of insulin pump. Customer's blood glucose value was unknown at the time of the incident. The device will be returned for analysis.